Manufacturer narrative:
The reported complaint was confirmed. The fsr replaced the occlusion retaining ring and greased the occlusion knob. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the occlusion knob could not be moved and the occlusion retaining ring was partially popped off. There was no patient involvement.